Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced air bubbles in the gel, discolored abnormal additive form and poor barrier separation. The following information was provided by the initial reporter. The customer stated: many of the tubes in the gel of the lot 1274534 has bubbles and look deformed. This issue leads to increased cellular content in the serum of centrifuged tubes. This issue was observed when samples was divided into aliquots (move of serum from primary tube to secondary tube) and centrifuged. These defect tubes there is also issues with erythrocytes collection in the bottom of the 2nd tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material #: 368498. Lot/batch #: 1232873. Bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and poor barrier separation and gel air bubbles was observed. Poor serum could not be confirmed from the photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure modes for poor barrier separation, gel air bubbles, and poor serum was not observed: - 100 retained samples were visually inspected, and no bubbles in gel were found. -4 retained tubes from the same lot number were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Clinical testing: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure modes, gel bubbles, poor barrier and poor serum because the defects were not evident in the testing of the retained lot samples. All retained and control lot samples gave clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation and gel air bubbles based on the photos provided. We are unable to confirm this complaint for poor serum based on the testing completed. All retain testing was satisfactory. Bd was unable to determine root cause for the failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced air bubbles in the gel, discolored abnormal additive form and poor barrier separation. The following information was provided by the initial reporter. The customer stated: many of the tubes in the gel of the lot 1274534 has bubbles and look deformed. This issue leads to to increased cellular content in the serum of centrifuged tubes. This issue was observed when samples was divided into aliquots (move of serum from primary tube to secondary tube) and centrifuged. These defect tubes there is also issues with erythrocytes collection in the bottom of the 2nd tubes.